Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. The customer troubleshoots the device and noted that the event trace showed vent 1 and vent 0. Technical support suggested to send the unit in for repair. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the lap top ventilator 1200 powered on then powered off on a patient. As of this time there is no information about patient harm associated with this reported event.